Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are previous complaints on this device, see com-(B)(4). Event log was reviewed and confirms the abrupt loss of power and constant upstream occlusions.

Event description:
On 10/11/23 infutronix received a report that a pump stopped infusing due to abrupt power off. The infusion cannot resume without causing delay in treatment. Device was returned. The device was found to experience abrupt power off and constant upstream occlusion upon investigation.